Event description:
During the implant, the patient developed a hematoma and some bleeding during tunneling from the cuff incision to the pocket. The physician stopped the bleeding during the implant and kept the patient overnight for observation. The issue resolved during the procedure.